Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, electrogram(egms) exhibited high ventricular rate (hvr) episodes due to noise on the right ventricular (rv) lead. The noise was too large to program around. No intervention was performed. The patient was stable and will continue to be monitored.